Event description:
Attorney reported: in 2006--the pt was reported to have been found to have an incarcerated ventral hernia. At about two weeks later, the pt underwent emergency hernia repair surgery with placement of a ventralex patch. At approx 6 days later, the pt was admitted to the emergency dept with reports of pain and signs of infection. At about 15 days later, the pt underwent surgery with removal of the old mesh, repair of an enterovesical fistula, repair of a perforation to the sigmoid colon, resection of the colon and to make a colostomy.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.